Manufacturer narrative:
Follow-up # 1 date of submission 8/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/27/2016 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events on (B)(6) 2016. During visual inspection of the pump, it was observed that there was moisture under the display lens. A leak test was performed and failed due to a bolus button leak. The pump powered on with an operable vibratory alarm but the audible alarm was inoperable thus there was no audio in the pump. The keypad was undamaged but all the buttons on the keypad were unresponsive. The keypad was opened and there were no contaminants under the button contacts. The pump¿s cover was removed and moisture was found on the power printed circuit board (pcb), on the keypad flex connector and on the piezo. The "power¿ complaint was unable to be adequately investigated due to an unresponsive keypad and due to an inability to run the 24-hr basal program because of moisture damage. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and there was no power in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.